Event description:
It was reported that a user experienced repeated scan errors while attempting to start a new freestyle libre 3 plus sensor and, after multiple unsuccessful scans, elected to apply a replacement sensor that entered its warm-up period without issue. No adverse clinical effects were reported. Outcomes included no reported impact to health and no medical intervention. User support included user education and troubleshooting over the phone. Investigation of this case revealed a scan failure consistent with a sensor start-up or pairing issue; no alerts or alarms were reported and the issue resolved after sensor replacement. It was concluded, based on previously established findings for similar reports, that user interaction or sensor start-up limitation was the likely cause.